Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. No indication from the activity log of a device failure. The customer's pads and leads were not returned for evaluation. Bench testing, impedance checks, and defibrillation cycling all passed, and internal inspection found no faults. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibbrilate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.